Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the highly calcified proximal left anterior descending (lad) artery. The 3.00x32mm taxus liberte stent delivery system (sds) crossed the target lesion but the stent got caught on the guide catheter or a piece of calcium and dislodged from the delivery balloon prior to deployment. The stent dislodged at the target lesion location, therefore, three non-bsc balloons sizes 2.0, 2.5 and 3.0mm were used to fully deploy the stent. After balloon inflations, the taxus liberte stent looked very well apposed. An additional non-bsc stent was implanted and no pt complications were reported. The pt's current condition is listed as "ok".